Manufacturer narrative:
H.6. Investigation: the samples were tested/evaluated and the indicated failure mode for stopper pullout with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that one bd vacutainer® pst¿ gel and lithium heparinn (lh) 126 units blood collection tube has been found with the stopper coming out during use. The following has been provided by the initial reporter: it was reported the tubes failed a 2nd stopper pullout force that was just below the minimum specification. During r&d testing in franklin lakes, we had a 2nd stopper pullout force that was just below the minimum specification. Catalog number: 367964, batch number: 9095793, test date: (B)(6) 2019 and data review date: 19 july 2019.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® pst¿ gel and lithium heparin (lh) 126 units blood collection tube has been found with the stopper coming out during use. The following has been provided by the initial reporter: it was reported the tubes failed a 2nd stopper pullout force that was just below the minimum specification. Hello, during r&d testing in (B)(4), we had a 2nd stopper pullout force that was just below the minimum specification. Catalog number: 367964, batch number: 9095793, test date: (B)(6) 2019, data review date: 19 july 2019.